Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery. A 5.0x80mm absolute pro stent delivery system (sds) would not cross through a previously implanted stent and the sds became stuck. The device was removed as a single unit without further issues and the procedure was successfully completed with a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The failure to advance and difficulty removing was unable to be confirmed as it was based on case circumstances. The failure to advance and difficulty removing was due to interaction with the previously implanted stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.